Event description:
It was reported that the battery exploded inside the insulin pump. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube and battery cap.